Event description:
The consumer's first report was that the heating pad burned a bed sheet and mattress pad. Later he provided info that his wife was using the heating pad in bed and fell asleep. When she awoke she smelled a foul smell and saw the burned bedding.

Manufacturer narrative:
Device currently being evaluated and supplemental report will be filed upon completion.